Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this pacemaker device battery status depleted. The field representative questioned the device longevity as this lasted for five years. It was then suggested to return device for analysis. The pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device battery status depleted. The field representative questioned the device longevity as this lasted for five years. It was then suggested to return device for analysis. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which result showed that the device had triggered replacement indicator while implanted. Moroever, the device had passed labeled longevity calculation and was exhibiting normal battery depletion. Hence, the device mets it specification and longevity. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.